Event description:
This is not an isolated case but universal to all of these connectors. These can be used several times a day and they are constanly breaking and needed to be replaced. I have also talked with other sites that use these and they have all seen the same problem.======================manufacturer response for port-1 bp flexiport fitting, welch allyn (per site reporter).======================they do not feel this is a real problem because they claim that these have been tested work for up to 200,000 uses.